Event description:
It was reported that the patient's ipg was explanted and replaced on (B)(6) 2022. The patient has effective therapy post operatively.

Manufacturer narrative:
The reported observation of ¿ipg eol¿ was confirmed. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol). The device provided therapy per the programming up to the eol declaration date. The estimated longevity range would have been 1.5 years up to 3.2 years +/- .25-year per ¿ 90205144, for model 3660. The total stimulation on time was 2.14 years, suggesting the device had normal battery depletion to the end of life. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The device exhibited normal device characteristics during testing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was not getting therapy and had a "replace generator" message on the patient programmer. It is unknown if the ipg depleted prematurely or not. As a result, surgical intervention may occur to address the issue.